Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The header bag has the temperature dot activated. The device is set to forward lock position, deploying the anchor. The device is then reset to forward lock position, posting the anchor on the device distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared used and contained the anchor. The device was able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials management. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the operator attempted to deploy angio-seal, however, when initiating pull back the entire device came out with everything still inside the angio-seal sheath. Manual pressure held without incident. The procedure being performed was a stemi. There was no blood loss. Additional information was received on 11aug2025: the patient was stable. The sheath size used was a 6fr. The angio-seal did not deploy and remained in sheath. The patient was obese and it was assumed that it was an acute angled stick and end of sheath was obstructed by the opposing arterial wall which did not allow the footplate to deploy. A pre-deployment angiogram was performed. There was no noticeable damage to the device.